Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was testing in settings mode. The complaint was classified based on customer service representative (csr) documentation, as follow up with the patient was unsuccessful. The patient reported that the meter issue began on (B)(6) 2019. She reported that she manages her diabetes with oral medication ¿glitgen¿ and made no changes to her normal diabetes management regimen in response to the alleged issue. The patient alleges that 2 hours after the product issue began, she developed symptoms of ¿headaches and passing out¿. The patient reported she self-treated the symptoms with ¿tylenol¿. During troubleshooting the csr noted this was not the first time the product was being used. The csr was unable to walk through a retest as the strips had passed the expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began and there is insufficient information to rule out the contribution of the subject meter to the event, with the limited information available.